Manufacturer narrative:
The insulin pump was received with a cracked and broken case, a completely broken reservoir tube lip, a cracked and broken reservoir tube, a broken battery cap, broken battery tube threads, a case cracked at the display window corners, a missing display window, a missing broken off end cap, a peeling keypad overlay, a damaged address/serial number label, a missing electronic assembly, and a missing motor. We were unable to perform the displacement test due to physical damage to the pump and missing components.

Event description:
The customer reported via phone call that she could not find her insulin pump and she found it was smashed in the middle of the road. Customer stated that it must have happened when she was on her job. Customer stated that the pump was dropped and then run over. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.